Event description:
It was reported, that an intraocular lens (iol) had defects in the iol-not visually size left in the eye. Additional information reported, that the lens had three small defects in it at the optic haptic junction. They could only be seen after the iol unfolded. The surgeon left the lens in the eye as she thinks it is not going to cause any issue. And it may probably do more damage trying to explant it. No other information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided, as information was asked, but it was not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1 telephone : (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.